Event description:
It was reported that the customer experienced keypad issues on her insulin pump. The customer stated that the bolus button on the insulin pump was unresponsive and not working. The customer's blood glucose was 360 mg/dl. Troubleshooting for the keypad anomaly was done. The customer explained that, prior to the alarm, she had changed the infusion set and battery. The customer's insulin pump was not exposed to moisture or dropped. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. The customer declined troubleshooting for her high blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to moisture damage keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.